Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) did not detect and treat an episode. In addition, the device recorded left ventricular pace (lvp) marker, followed by an atrial sense (as) marker. The complexes on the shock channel were aligned with atrial complexes.